Event description:
It was reported that during an in office check it was determined that this right atrial lead needed a revision due to high thresholds. During the procedure this lead exhibited noise. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Deformed coils were noted on the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an in office check it was determined that this right atrial lead needed a revision due to high thresholds. During the procedure this lead exhibited noise. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.